Event description:
It was reported that 5 of the bd ultra-fine¿ mini pen needles unable difficult to prime. The following information was provided by the initial reporter: received voicemail from consumer requesting someone call her back right away because she cannot get the pen needle to work. Returned call. Consumer reported, insulin will not come out when attempting to prime. Assisted consumer over the phone with injection. 2 pen needles failed to prime when I was on the phone with her, and 3 pen needles failed to prime before she placed the call. 5 pen needles affected in total.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd ultra-fine¿ mini pen needles unable difficult to prime. The following information was provided by the initial reporter: received voicemail from consumer requesting someone call her back right away because she cannot get the pen needle to work. Returned call. Consumer reported, insulin will not come out when attempting to prime. Assisted consumer over the phone with injection. 2 pen needles failed to prime when I was on the phone with her, and 3 pen needles failed to prime before she placed the call. 5 pen needles affected in total.